Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they cannot figure out how to start therapy using arctic sun device. After questioning determined the touchscreen was frozen. Nurse also asked if it is okay to overlap the pads if they are too large. Confirmed no matter where they touched on the screen it was not recognizing their touch. Asked nurse to send device to biomed. Confirmed it is okay for pads to overlap as long as they overlap on the front of the patient.

Event description:
It was reported that nurse states they cannot figure out how to start therapy using arctic sun device. After questioning determined the touchscreen was frozen. Nurse also asked if it is okay to overlap the pads if they are too large. Confirmed no matter where they touched on the screen it was not recognizing their touch. Asked nurse to send device to biomed. Confirmed it is okay for pads to overlap as long as they overlap on the front of the patient.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue is covered/investigated under CAPA # 2440507 and sa# ucc-21-4055-sa. Per CAPA # 2440507 and sa# ucc-21-4055-sa: "the root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. Axiomtek to complete action activities in dy-scar-2020-004." Nurse also asked if it is okay to overlap the pads if they are too large. Confirmed no matter where they touched on the screen it was not recognizing their touch. Asked nurse to send device to biomed. Confirmed it is okay for pads to overlap as long as they overlap on the front of the patient. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.